Manufacturer narrative:
(B)(4).

Event description:
It was reported inappropriate auto mode switching episodes were observed due to far-field r-wave oversensing. The patient was asymptomatic. A programming change was recommended. No further information is available.